Event description:
A health care professional reported that during an cataract surgery with intraocular lens (iol) implant procedure, that during loading the piston passed over the lens scratching the lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
On the medical device report (MDR), the patient code e2403 was submitted. It should have been e2401, and the health impact code should have been f26 instead of f24. Imdrf health impact code f1905 was deleted. The manufacturer internal reference number is: (B)(4).